Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a rash under the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. The patient confirmed they are a doctor and removed the patch for a few days. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.